Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. The patient was not admitted to the hospital for the event. One day after onset, the patient began treatment for the peritonitis with injection meropenem, 1 gm, once daily (route was not reported); injection vancomycin, 1 gm, intraperitoneally, 3 a day and injection amikacin, 250 mg (frequency and route were not reported). At the time of this report, antibiotic treatments were ongoing and dianeal/extraneal therapies were ongoing. No additional information is available.